Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: unknown unknown liner lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04960 liner, 0001822565 - 2019 - 04961 head, 0001822565 - 2019 - 05178 stem. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs identified the following : superolateral dislocation of the right hip arthroplasty was observed. There was lucency present along the acetabular component and at the greater trochanter suspicious for osteolysis. The distal tip of the femoral stem was not visible on the x-ray image. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised due to dislocation. Patient had dislocated six months prior. The head and liner were revised. Attempts were made to obtain additional information; however, none was available.